Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Correction: e1 updated physicians and facility information.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was receiving the "replace generator soon" message. No intervention is planned at this time.